Manufacturer narrative:
(B)(4).

Event description:
Procedure type: open liver resection. According to the reporter: during an open liver resection the endo stapler cracked during a firing sequence. The stapler was replaced. Three reloads were fired and each resulted in significant bleeding. When the jaws were opened after firing, the staple line immediately started bleeding. There were visibly malformed staples that were not in tissue as well as staples there were in tissue. The staple line appeared to also be missing an entire row of staples. The patients bleeding was controlled through a hemostatic agent, cautery, sutures and additional staple firings. Blood loss was less than 500cc. Additional liver tissue was resected and there was unanticipated tissue loss and irreversible tissue damage. The surgical time was delayed by more than 30 minutes. Current patient status: stable.